Event description:
It was reported that the inflatable penile prosthesis (ipp) was explanted because the pump stopped working and was non-functional. A new 12mm x 14cm spectra penile prosthesis device was explanted.